Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy. Blood glucose measurement was not available. The patient was reportedly hospitalized. The patient¿s diagnosis for hospitalization is unknown. At the time that the call was received by animas, it was not clear why the cause of the patient¿s alleged hyperglycemia was. Animas customer support made multiple attempts to contact the reporter in follow up to gather additional/clarifying information; however, the reporter did not respond to these attempts. If further information becomes available, this complaint will be updated accordingly. This complaint is being reported because the patient experienced hyperglycemia and was also hospitalized while on insulin pump therapy; animas could not rule out involvement of the insulin pump.

Manufacturer narrative:
Evice evaluation: the device has been returned and evaluated by product analysis on 02/14/2018 with the following findings: the pump's black box showed that the pump was manually suspended on (B)(6) 2017. Insulin deliveries never resumed. The recorded total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The pump was exercised for 24 hours with a 2.0u/hr basal rate and recorded the basal insulin deliveries accurately at the end of the test. The alleged issue could not be duplicated.